Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: when the scope was inserted in to the socket, the end was caught in the terminal and misaligned. If additional force was added, the pin would have buckled, as was found in the olympus repair center. This issue is addressed in the instructions for use (IFU): "confirm that the electrical contacts inside the video connector of the video scope are not damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a bent pin was found inside the video connector causing the reported issue. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they were not getting an image when connecting a scope on a video system center. There was no patient involvement or injuries reported. No additional information has been obtained.